Event description:
The facility representative reported an infuso.r. Pump with a condition of "syringe clamp is bent." It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the customer reported problem of "syringe clamp is bent" was not confirmed or duplicated during device evaluation. The root cause was not identified. No repairs were made to fix the reported condition.